Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and while the physician tried to extract, the tip broke off. The planned was to snare the tip and remove it. Boston scientific technical services (ts) discussed the lead specification. Additional information received from the field representative indicates that the physician was able to snare the lead and removed it successfully. Implant new lead as replacement. No additional adverse patient effects were reported.